Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the proximal end of the coil was "stuck" in the uterine cornua'), device breakage ('to determine if I could see the essure fragment that was retained/agreed to obtain a flat plate of the abdomen, to identify the suspected fragment of coil'), pelvic pain ('pain/pelvic pain') and inflammatory bowel disease ('gastrointestinal or digestive system condition type:ibd, bloating, diarrhea/constipation/excessive gas') in an adult female patient who had essure (batch no. C03100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies, insomnia, menstruation abnormal, joint pain, loss of libido, breast pain, tenderness and rash. Concomitant products included ascorbic acid since 2016, colecalciferol (vitamin d3) since 2008, fexofenadine hydrochloride;pseudoephedrine hydrochloride (allegra d) since 2000, probiotics nos from 2014 to 2016 and zolpidem tartrate (intermezzo) from 2014 to 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: mild depressive symptoms") and pruritus ("rashes or skin conditions type : itching"). In (B)(6) 2015, the patient experienced visual impairment ("vision/eye problems type: decreased vision"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("hormonal changes describe: severe bloating/ gastrointestinal or digestive system condition type:bloating"), fatigue ("fatigue"), inflammatory bowel disease (seriousness criterion medically significant), diarrhoea ("gastrointestinal or digestive system condition type:diarrhea"), constipation ("gastrointestinal or digestive system condition type:constipation") and flatulence ("gastrointestinal or digestive system condition type:excessive gas") and was found to have weight increased ("weight gain / loss specify which one: weight gained - 30lbs"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog") and loss of libido ("loss of libido") and was found to have blood oestrogen increased ("hormonal changes ¿ estrogen dominance like symptoms"). The patient was treated with surgery (to remove the essure implant, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device breakage, vaginal haemorrhage, menorrhagia, inflammatory bowel disease, diarrhoea, constipation, flatulence, bacterial vaginosis, depression, pruritus, visual impairment, blood oestrogen increased and loss of libido outcome was unknown, the pelvic pain, fatigue and abdominal pain had resolved and the abdominal distension, weight increased and feeling abnormal was resolving. The reporter considered abdominal distension, abdominal pain, bacterial vaginosis, blood oestrogen increased, constipation, depression, device breakage, diarrhoea, embedded device, fatigue, feeling abnormal, flatulence, inflammatory bowel disease, loss of libido, menorrhagia, pelvic pain, pruritus, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: it was my clinical assessment that we may have not been able to remove the most proximal aspect of the essure coil. The most proximal end is a flange/tab which is 90 degrees to the softer coil. Agreed to obtain a flat plate of the abdomen, to identify the suspected fragment of coil. We removed both tubes intact, and confirmed by xray (after the time of this visit) that the essure were completely removed. Removal procedure: findings: left tube and essure completely removed. Right tube and essure removed, except for the most proximal flange of the essure coil. Normal appearing pelvis and uterine cavity. The surgical trade off was to balance bleeding from the uterine cornua, getting the last of the flange/proximal portion of the coil, and not exposing the pet fibers. In the end, the proximal end of the coil was "stuck" in the uterine cornua, and the right tube was removed, intact, including some cornual tissue. Also, no energy was used to melt or damage the coil. I explored the cornua from the outside, at laparoscopy, and took a look inside, hysteroscopically, to make sure there was no damage or bleeding in the cornua and to determine if I could see the essure fragment that was retained. At diagnostic hysteroscopy, the uterine cavity appeared normal and there was no damage or bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Findings: there is no fill of the fallopian tubes or free spill into the peritoneal cavity.. X-ray - on (B)(6) 2016: xr pelvis impression: no foreign body or acute osseous abnormality identified. If there is a high clinical suspicion for a retained foreign body a CT may be more helpful to evaluation. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: menorrhagia, vaginal haemorrhage, pain, weight gain, fatigue, brain fog, mild depression, bacterial vaginosis, itching, diarrhea, constipation, excessive gas, decreased vision,device breakage and embedded device. Lot number: c03100 manufacture date: 2013-12 expiration date: 2016-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the proximal end of the coil was "stuck" in the uterine cornua'), device breakage ('to determine if I could see the essure fragment that was retained/agreed to obtain a flat plate of the abdomen, to identify the suspected fragment of coil'), pelvic pain ('pain/pelvic pain') and inflammatory bowel disease ('gastrointestinal or digestive system condition type:ibd, bloating, diarrhea/constipation/excessive gas') in an adult female patient who had essure (batch no. C03100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies, insomnia, menstruation abnormal, joint pain, loss of libido, breast pain, tenderness and rash. Concomitant products included ascorbic acid since 2016, cholecalciferol (vitamin d3) since 2008, fexofenadine hydrochloride;pseudoephedrine hydrochloride (allegra d) since 2000, probiotics nos from 2014 to 2016 and zolpidem tartrate (intermezzo) from 2014 to 2015. On (B)(6) 2014, the patient had essure inserted. In december 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In february 2015, the patient experienced depression ("psychological or psychiatric problems condition: mild depressive symptoms") and pruritus ("rashes or skin conditions type : itching"). In march 2015, the patient experienced visual impairment ("vision/eye problems type: decreased vision"). In may 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("hormonal changes describe: severe bloating/ gastrointestinal or digestive system condition type:bloating"), fatigue ("fatigue"), inflammatory bowel disease (seriousness criterion medically significant), diarrhoea ("gastrointestinal or digestive system condition type:diarrhea"), constipation ("gastrointestinal or digestive system condition type:constipation") and flatulence ("gastrointestinal or digestive system condition type:excessive gas") and was found to have weight increased ("weight gain / loss specify which one: weight gained - 30lbs"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog") and loss of libido ("loss of libido") and was found to have blood oestrogen increased ("hormonal changes ¿ estrogen dominance like symptoms"). The patient was treated with surgery (to remove the essure implant, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device breakage, vaginal haemorrhage, menorrhagia, inflammatory bowel disease, diarrhoea, constipation, flatulence, bacterial vaginosis, depression, pruritus, visual impairment, blood oestrogen increased and loss of libido outcome was unknown, the pelvic pain, fatigue and abdominal pain had resolved and the abdominal distension, weight increased and feeling abnormal was resolving. The reporter considered abdominal distension, abdominal pain, bacterial vaginosis, blood oestrogen increased, constipation, depression, device breakage, diarrhoea, embedded device, fatigue, feeling abnormal, flatulence, inflammatory bowel disease, loss of libido, menorrhagia, pelvic pain, pruritus, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: it was my clinical assessment that we may have not been able to remove the most proximal aspect of the essure coil. The most proximal end is a flange/tab which is 90 degrees to the softer coil. Agreed to obtain a flat plate of the abdomen, to identify the suspected fragment of coil. We removed both tubes intact, and confirmed by xray (after the time of this visit) that the essure were completely removed. Removal procedure: findings: left tube and essure completely removed. Right tube and essure removed, except for the most proximal flange of the essure coil. Normal appearing pelvis and uterine cavity. The surgical trade off was to balance bleeding from the uterine cornua, getting the last of the flange/proximal portion of the coil, and not exposing the pet fibers. In the end, the proximal end of the coil was "stuck" in the uterine cornua, and the right tube was removed, intact, including some cornual tissue. Also, no energy was used to melt or damage the coil. I explored the cornua from the outside, at laparoscopy, and took a look inside, hysteroscopically, to make sure there was no damage or bleeding in the cornua and to determine if I could see the essure fragment that was retained. At diagnostic hysteroscopy, the uterine cavity appeared normal and there was no damage or bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Findings: there is no fill of the fallopian tubes or free spill into the peritoneal cavity.. X-ray - on (B)(6) 2016: xr pelvis impression: no foreign body or acute osseous abnormality identified. If there is a high clinical suspicion for a retained foreign body a CT may be more helpful to evaluation.. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: menorrhagia, vaginal haemorrhage, pain, weight gain, fatigue, brain fog, mild depression, bacterial vaginosis, itching, diarrhea, constipation, excessive gas, decreased vision,device breakage and embedded device. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : lot no. Was added. New events, "device breakage and embedded device, abnormal bleeding (vaginal, menorrhagia); fatigue; gastrointestinal or digestive system condition ¿ ibd, bloating, diarrhea/constipation/excessive gas; hormonal changes ¿ estrogen dominance like symptoms, loss of libido; infection ¿ bacterial vaginosis; pain; psychological or psychiatric problems ¿ mild depressive symptoms; rashes or skin conditions ¿ itching; vision/eye problems ¿ decreased vision; weight gain, abdominal pain, brain fog, loss of libido" were added. Outcome of events, "pain, fatigue" was updated to "recovered/resolved". Outcome of events, "brain fog, weight gain, hormonal changes" was updated to "recovering/resolving". Onset dates of events were added. Patient's information and product information was updated. New reporter contact information, patient's demographics, medical history and lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('to determine if I could see the essure fragment that was retained/agreed to obtain a flat plate of the abdomen, to identify the suspected fragment of coil'), embedded device ('the proximal end of the coil was "stuck" in the uterine cornua') and pelvic pain ('pain/pelvic pain') in an adult female patient who had essure (batch no. C03100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies, insomnia, menstruation abnormal, joint pain, loss of libido, breast pain, tenderness and rash. Previously administered products included for an unreported indication: paragard from 2009 to 1-nov-2014. Concomitant products included ascorbic acid since 2016, colecalciferol (vitamin d3) since 2008, fexofenadine hydrochloride;pseudoephedrine hydrochloride (allegra d) since 2000, probiotics nos from 2014 to 2016 and zolpidem tartrate (intermezzo) from 2014 to 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: mild depressive symptoms") and pruritus ("rashes or skin conditions type : itching"). In (B)(6) 2015, the patient experienced visual impairment ("vision/eye problems type: decreased vision"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammatory bowel disease ("gastrointestinal or digestive system condition type:ibd, bloating, diarrhea/constipation/excessive gas"), abdominal distension ("hormonal changes describe: severe bloating/ gastrointestinal or digestive system condition type:bloating"), fatigue ("fatigue"), diarrhoea ("gastrointestinal or digestive system condition type:diarrhea"), constipation ("gastrointestinal or digestive system condition type:constipation") and flatulence ("gastrointestinal or digestive system condition type:excessive gas") and was found to have weight increased ("weight gain / loss specify which one: weight gained - 30lbs"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), loss of libido ("loss of libido") and gluten sensitivity ("test positive for gluten sensitivity") and was found to have blood oestrogen increased ("hormonal changes ¿ estrogen dominance like symptoms"). The patient was treated with surgery (to remove the essure implant, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, embedded device, inflammatory bowel disease, vaginal haemorrhage, menorrhagia, diarrhoea, constipation, flatulence, bacterial vaginosis, depression, pruritus, visual impairment, blood oestrogen increased, loss of libido and gluten sensitivity outcome was unknown, the pelvic pain, fatigue and abdominal pain had resolved and the abdominal distension, weight increased and feeling abnormal was resolving. The reporter considered abdominal distension, abdominal pain, bacterial vaginosis, blood oestrogen increased, constipation, depression, device breakage, diarrhoea, embedded device, fatigue, feeling abnormal, flatulence, gluten sensitivity, inflammatory bowel disease, loss of libido, menorrhagia, pelvic pain, pruritus, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: it was my clinical assessment that we may have not been able to remove the most proximal aspect of the essure coil. The most proximal end is a flange/tab which is 90 degrees to the softer coil. Agreed to obtain a flat plate of the abdomen, to identify the suspected fragment of coil. We removed both tubes intact, and confirmed by xray (after the time of this visit) that the essure were completely removed. Removal procedure: findings: left tube and essure completely removed. Right tube and essure removed, except for the most proximal flange of the essure coil. Normal appearing pelvis and uterine cavity. The surgical trade off was to balance bleeding from the uterine cornua, getting the last of the flange/proximal portion of the coil, and not exposing the pet fibers. In the end, the proximal end of the coil was "stuck" in the uterine cornua, and the right tube was removed, intact, including some cornual tissue. Also, no energy was used to melt or damage the coil. I explored the cornua from the outside, at laparoscopy, and took a look inside, hysteroscopically, to make sure there was no damage or bleeding in the cornua and to determine if I could see the essure fragment that was retained. At diagnostic hysteroscopy, the uterine cavity appeared normal and there was no damage or bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Findings: there is no fill of the fallopian tubes or free spill into the peritoneal cavity.. X-ray - on (B)(6) 2016: xr pelvis impression: no foreign body or acute osseous abnormality identified. If there is a high clinical suspicion for a retained foreign body a CT may be more helpful to evaluation.. Lot number: c03100 manufacture date: 2013-12 expiration date: 2016-12. Concerning the injuries reported in this case, the following ones were reported via social media-gluten sensitivity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: social media received-event test positive for gluten sensitivity were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('to determine if I could see the essure fragment that was retained/agreed to obtain a flat plate of the abdomen, to identify the suspected fragment of coil'), embedded device ('the proximal end of the coil was "stuck" in the uterine cornua'), pelvic pain ('pain/pelvic pain') and inflammatory bowel disease ('gastrointestinal or digestive system condition type: ibd, bloating, diarrhea/constipation/excessive gas') in an adult female patient who had essure (batch no. C03100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies, insomnia, menstruation abnormal, joint pain, loss of libido, breast pain, tenderness and rash. Previously administered products included for an unreported indication: paragard from 2009 to (B)(6) 2014. Concomitant products included ascorbic acid since 2016, cholecalciferol (vitamin d3) since 2008, fexofenadine hydrochloride;pseudoephedrine hydrochloride (allegra d) since 2000, probiotics nos from 2014 to 2016 and zolpidem tartrate (intermezzo) from 2014 to 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: mild depressive symptoms") and pruritus ("rashes or skin conditions type: itching"). In (B)(6) 2015, the patient experienced visual impairment ("vision/eye problems type: decreased vision"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammatory bowel disease (seriousness criterion medically significant), abdominal distension ("hormonal changes describe: severe bloating/ gastrointestinal or digestive system condition type:bloating"), fatigue ("fatigue"), diarrhea ("gastrointestinal or digestive system condition type: diarrhea"), constipation ("gastrointestinal or digestive system condition type:constipation") and flatulence ("gastrointestinal or digestive system condition type:excessive gas") and was found to have weight increased ("weight gain / loss specify which one: weight gained - 30lbs"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog") and loss of libido ("loss of libido") and was found to have blood oestrogen increased ("hormonal changes ¿ estrogen dominance like symptoms"). The patient was treated with surgery (to remove the essure implant, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, embedded device, inflammatory bowel disease, vaginal haemorrhage, menorrhagia, diarrhoea, constipation, flatulence, bacterial vaginosis, depression, pruritus, visual impairment, blood oestrogen increased and loss of libido outcome was unknown, the pelvic pain, fatigue and abdominal pain had resolved and the abdominal distension, weight increased and feeling abnormal was resolving. The reporter considered abdominal distension, abdominal pain, bacterial vaginosis, blood oestrogen increased, constipation, depression, device breakage, diarrhoea, embedded device, fatigue, feeling abnormal, flatulence, inflammatory bowel disease, loss of libido, menorrhagia, pelvic pain, pruritus, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: it was my clinical assessment that we may have not been able to remove the most proximal aspect of the essure coil. The most proximal end is a flange/tab which is 90 degrees to the softer coil. Agreed to obtain a flat plate of the abdomen, to identify the suspected fragment of coil. We removed both tubes intact, and confirmed by xray (after the time of this visit) that the essure were completely removed. Removal procedure: findings: left tube and essure completely removed. Right tube and essure removed, except for the most proximal flange of the essure coil. Normal appearing pelvis and uterine cavity. The surgical trade off was to balance bleeding from the uterine cornua, getting the last of the flange/proximal portion of the coil, and not exposing the pet fibers. In the end, the proximal end of the coil was "stuck" in the uterine cornua, and the right tube was removed, intact, including some cornual tissue. Also, no energy was used to melt or damage the coil. I explored the cornua from the outside, at laparoscopy, and took a look inside, hysteroscopically, to make sure there was no damage or bleeding in the cornua and to determine if I could see the essure fragment that was retained. At diagnostic hysteroscopy, the uterine cavity appeared normal and there was no damage or bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Findings: there is no fill of the fallopian tubes or free spill into the peritoneal cavity. X-ray - on (B)(6) 2016: xr pelvis impression: no foreign body or acute osseous abnormality identified. If there is a high clinical suspicion for a retained foreign body a CT may be more helpful to evaluation.. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: menorrhagia, vaginal haemorrhage, pain, weight gain, fatigue, brain fog, mild depression, bacterial vaginosis, itching, diarrhea, constipation, excessive gas, decreased vision,device breakage and embedded device. Lot number: c03100 manufacture date: 2013-12 expiration date: 2016-12. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-dec-2019: pfs received. Malfunction was tick on product and event tab. Historical drug was added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.